Manufacturer narrative:
Date of event: date of publication. Journal article title: everolimus-eluting xience prime/x pedition versus zotarolimus-eluting resolute integrity stents in patients with diabetes mellitus and small vessel disease. Literature reference: 10.1016/s0735-1097(20)32128-8. If information is provided in the future, a supplemental report will be issued.

Event description:
This study sought to compare non-medtronic everolimus-eluting stents (ees) versus resolute integrity zotarolimus eluting stents (zes) in terms of patient- or stent-related clinical outcomes with diabetes mellitus (dm) or small vessel disease. Patients with diabetes mellitus (432 patients) or undergoing pci of small coronary vessels (=2.75 mm) (278 patients) were randomised to ees (n=302) or zes (n=298). Clinical outcomes reported at 2 year followup included primary endpoint of target lesion revascularization (tlr), secondary endpoints of major adverse cardiac events (mace); a composite of cardiac death, any myocardial infarction (mi), tlr and stent thrombosis. The study concluded that after unrestricted use of second-generation drug-eluting stents in all-comers receiving percutaneous coronary intervention, both ees and zes showed comparable clinical outcomes in the patients with dm and small vessel pci up to 2 year of follow-up.

Manufacturer narrative:
Additional information: patient age and weight. It was stated that there were no causal relationship between the resolute integrity devices and any of the cardiac deaths reported. If information is provided in the future, a supplemental report will be issued.